Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call via phone call that customer experienced high blood glucose of 300 mg/dl to 400 mg/dl. The customer was in hospital. The insulin pump will not be returned for analysis.